Event description:
Reporter alleged the blood glucose test strip vial expiration date is missing along with the lot number. No actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.